Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8590-1, lot# n102656, implanted: (B)(6) 2007, product type: accessory. (B)(4).

Event description:
During a pump replacement the doctor was unable to aspirate the existing catheter. They did not have an option to replace the catheter. There was no therapy issue prior to the pump replacement. The medication infused was gablofen. As of (B)(6) 2014 the representative indicated that there was no determination of why they could not aspirate the catheter.